Manufacturer narrative:
The sample in question was provided for investigation. The elecsys results on the sample were verified during the investigation. Interference analysis revealed the sample contained a highly specific interfering factor to the interference blocking agent used in the current assay. Most likely this interfering factor caused the falsely low free t4 results on modular e analyzer. The free t3 measurement was not affected by this interfering factor. A root cause for the discrepant free t3 results was not identified. The results obtained from modular e analyzer were not reported outside of the lab. No adverse events were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The user received questionable results for free triiodothyronine (ft3) and free thyroxine (ft4) on the additional e170 module (e170) for one patient sample. The initial ft3 result was 8.3 pmol/l, and the initial ft4 result was < 0.3 pmol/l. On (B)(6) 2010, the sample was repeated on a siemens centaur analyzer which yielded a ft3 result of 6.78 pmol/l and a ft4 result of 15.31 pmol/l. On (B)(6) 2010, the sample was repeated for ft4 by the original analyzer which yielded a result of 2.3 pmol/l. The user said the patient was not harmed by the event. No adverse events have been alleged regarding this discrepancy. The reagent lot number for ft4 was 168156. The reagent lot number for ft3 was 158371.